Event description:
It was reported that there was difficulty in calibrating the gyros debrider prior to use causing delays. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service rep coached the operator in the proper alignment of the debrider with the entrak. Device operated correctly once properly calibrated suggested a possible future in depth in service training